Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip vascular closure device sealant was not delivered and the white advancer tube did not get exposed. Significant resistance was felt when shuttling down. The stopcock was opened on the sheath prior to shuttle down. The vcd was shuttled all the way down until a complete stop. Excessive force was not applied when shuttling down. Manual compression was applied for 30 minutes or less to achieve hemostasis. Four (4) hours of bed rest was required after hemostasis was achieved. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The product was stored as instructed per the labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. After device removal, it was noted that the sealant and advancer tube are in place along with the sheath. No kinks in the sheath were noted after device removal. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device. The procedural sheath was covering the balloon as received. The sealant sleeve was retracted to the shuttle handle. The sealant was found inside the procedural sheath and the advancer tube was not engaged to the tamp lock. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. The shuttle tube was torn from the side slit. However, it is unknown whether the damage on the shuttle tube was due to user manipulation or subsequent handling. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. Visual inspection at high magnification observed the shuttle tube was torn from side slit. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended. No anomalies were observed. Review of lot f1805201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿sealant was not delivered and the white advancer tube did not get exposed¿ could not be confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device sealant was not delivered and the white advancer tube did not get exposed. Significant resistance was felt when shuttling down. The stopcock was opened on the sheath prior to shuttle down. The vcd was shuttled all the way down until a complete stop. Excessive force was not applied when shuttling down. Manual compression was applied for 30 minutes or less to achieve hemostasis. Four (4) hours of bed rest were required after hemostasis was achieved. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. After device removal, it was noted that the sealant and advancer tube are in place along with the sheath. No kinks in sheath were noted after device removal. The patient was noted to have recovered. The vcd will be returned for analysis.